Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined the reported difficulties were due to case circumstances. It is likely that the shaft of the sess was restricted in the challenging anatomy creating built up tension within the shaft lumens causing a spring like release of the stent when released from the delivery system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a tight [narrow] lesion at the bifurcation of the internal carotid artery and the common carotid artery. A 40x8-6 mm x-act freestyle tappered self-expanding stent system (sess) was advanced to the lesion with resistance from the anatomy. On attempting to deploy the stent, the stent jumped 1-1.5 cm distally leaving part of the target lesion uncovered. An additional 40x8-6 mm x-act stent was successfully deployed to complete the case and treat the remainder of the lesion. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.